Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1;e2;e3: additional reporter information has been received.

Event description:
It was reported that during a velys ras procedure, a pop-up message stated "expected distance saw and device has changed" in bold letters. Below stated "ensure holding arm is locked so robotic assisted device does not move. Confirm saw in attached to saw interface". The moments in the case where this occurred were: during performing the proximal tibial resection, in particular on the medial tibial plateau, and also the anterior femoral chamfer. Initially thought that the cause may have been due to sclerotic bone on the tibia, causing movement. Worth noting the resection depth on that side was only 2mm. Completed the cut with a manual saw. Progressed on with the femoral resections with no issue until the anterior chamfer where the same pop-up message appeared. Attempted repositioning the knee, and also the device arm as well, at this point suspected that the saw interface clamp was the cause, checked the amount of play, which seemed excessive. Completed the anterior femoral resection with manual finishing guide, using the angel wing to position, with no issues. Completed the case using cementless implants, no harm to the patient. The velys unit was mounted to the operating bed. It was reported that there was no patient or user harm and no significant delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.